Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 44 mg/dl, and his sensor told him 70 mg/dl. The customer treated with juice. The customer stated that the sensor was stuck to his body. The customer declined to troubleshoot for high and low readings.